Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. The physician performed fluoroscopy examination and did not find any anomaly with the lead. It was decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.